Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit display. This event occurred during use. The patient was not connected. The technical service representative (tsr) explained the alarm. The care giver (cg) confirmed there were four supply bags connected. The tsr had the home patient (hp) bend the broken frangible back and forth. The tsr also had the hp check each line for kinks and closed clamps. The hp restarted priming. The hc alarmed with reload set 161. The tsr explained alarm and advised the cg to start over with new supplies. The cg will call back with any problems. The hp will start over with new supplies. The probable cause was a cracked cassette. The call was completed and the hc was operational. The solution to this issue was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).